Manufacturer narrative:
This is 2 of 2 reports (2nd MDR). Due to the automated manufacturing execution system (mes) system there are controls in the manufacturing process to ensure the product met specifications upon release. During visual inspection the catheter was returned with the stent deployed within the catheter shaft. The stent was removed by cutting the shaft and advancing the stent with a mandrel, there was polytetrafluoroethylene (ptfe) lining found wrapped around the proximal end of the stent. During functional testing a 0.0158 mandrel was advanced and got stuck in the hub, a distal attempt was also attempted but got stuck near the hub. The catheter shaft was cut, and the stent was removed. The mandrel was advanced again, and slight friction noted. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The reported event was confirmed based on analysis. The device did not meet specifications when received for complaint investigation based on the analyzed anomalies noted to the device. Additional information received indicated that the device was prepared for use as per the directions for use and continuous flush was maintained throughout the clinical procedure. It was reported that during the aca aneurysm case, the operator prepared to use the subject microcatheter to deliver the stent. Flushed and delivered the stent and big resistance was encountered during delivery of it into microcatheter. Added some force to push and the stent could be advanced slowly but after the stent went into microcatheter big resistance was still encountered. The stent was returned deployed inside the subject microcatheter shaft. The patency mandrel was advanced distally in order to locate the stent. The microcatheter was cut in order to retrieve the stent. Once removed it was noted that the proximal of the stent was covered with what appeared to be a layer of ptfe from the inner lumen of the catheter. The stent was observed to be deformed. It is likely the ptfe inner layer was damaged when resistance was felt advancing the stent into the catheter hub and shaft. The returned stent was found to be deformed during analysis which may have contributed to the event. The reported and analyzed event of catheter shaft friction as well as the analyzed damage of catheter hub friction and catheter ptfe inner lining peeling will be assigned procedural factors as this complaint appears to be associated with a product that met stryker design and manufacturing specifications and was used in accordance with the dfu, but performance was limited due to procedural factors during use.

Event description:
The device was returned for analysis and the investigation of the device revealed that the catheter (subject device) ptfe inner coating was peeling. The procedure was completed successfully. No clinical consequences were reported to the patient due to this event.